Manufacturer narrative:
Investigation results: a device history review was conducted for lot number 4291911. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately, without the ability to investigate the affected unit, our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
No additional information.

Event description:
It was reported that bd prn adapter component damage and leaked bed 31 diagnosis: endometrioid adenocarcinoma, stage iiia (t3a m0 n0) long-term vancomycin infusion ordered. Connected infusion set and opened infusion valve. Leakage observed at heparin cap. Inspected infusion set for integrity and seal. Discovered a faint crack on the side of the heparin cap. Replaced the heparin cap.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.